Event description:
Pca pump continous infusion with opioids in 60cc monojects syringe by (B)(6), alarming occlusion. Pump changed, tubing changed, and monoject syringe pump changed. Pca pump restarted and continued alarming occlusion. Syringe removed and drew back air then primed syringe to tip of syringe and reloaded, restarted, and pca pump w/ opioid medication with infuse for 3-4 hours and then alarm occlusion. Hospital facility's biomedical engineering department initiated an investigation. The entire infusion pump, syringe and patient tubing set was tested for occlusion alarms and after 3.5 hours, pca pump started to alarm "occlusion." Several attempts were made to restart the pca pump, the pump would alarm in a short period of time. The pca pump was stopped, the syringe removed and the tubing removed from the syringe. The tubing was tested for any flow obstructions and there were none. When the syringe was tested without the patient tubing attached, it was difficult to push the plunger to the point that it would require excessive force to drive the plunger down the barrel of the syringe and the level of force was never achieved. The syringe by (B)(6) is a monoject 60cc. Hospital testing confirmed there is an issue with this particular syringe. Hospital facility waiting follow up from (B)(6) to determine further investigation with syringes due to concern that patients requiring opioid medication are not receiving the appropriate amount of medications and the risk if the syringe were to break loose, risk of bolus given to the patient.